Event description:
The biomedical engineer (bme) reported that the spo2 readings on this bsm-1733a transport monitor will spontaneously disappear and will not come back. They only way they can bring back the spo2 is by transferring the data from the transport monitor into a bedside monitor and then disconnecting and rebooting the transport monitor. No error message displayed is displayed when this issue happens. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at trinity health east reported that the sp02 readings on the bsm-1700 would spontaneously drop from the central nurse's station (cns) when monitoring a patient and would not come back up. The only way to bring the sp02 back was by transferring the data from the bsm 1700 into the main bedside and then disconnecting and rebooting bsm 1700 to the bsm-1733a, sn: (B)(6) . Nkts advised the customer to either upgrade the firmware or exchange the unit. The customer called back to inform that they did not want to go for an exchange however, requested cables and sensors that are used with the unit. Manufacturer (masimo) released a letter stating that the issue is not related to cables. The customer is waiting on decision from management on the exchange of the units with the reported error. The customer stopped communicating after multiple attempts. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue could not be identified as the customer stopped communicating with nk. The ticket will be updated if the customer responds. Failure leading to the inability to measure a patient's blood pressure and spo2 on a bedside monitor is expected to be observed during set up of the device and patient, and a different device or method may be used. Should the failure occur during use on a patient, both the instrument and the patient must receive continual, careful attention, at which time an issue with obtaining measurement of the nibp or spo2 would be readily observed, and a different device or monitoring method may be used. Therefore, a CAPA was not initiated. The risk priority of the issue is categorized as: low. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm-1733a bedside monitor: cns: model #: csm-1901a. Serial #: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2 readings on this bsm-1733a transport monitor will spontaneously disappear and will not come back. They only way they can bring back the spo2 is by transferring the data from the transport monitor into a bedside monitor and then disconnecting and rebooting the transport monitor. No error message displayed is displayed when this issue happens. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the bsm-1733a. Bedside monitor: model: csm-1901a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the spo2 readings on this bsm-1733a transport monitor will spontaneously disappear and will not come back. They only way they can bring back the spo2 is by transferring the data from the transport monitor into a bedside monitor and then disconnecting and rebooting the transport monitor. No error message displayed is displayed when this issue happens. No patient harm reported.